Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for etoh2 ethanol gen.2 (etoh) on an unknown roche analyzer. The sample initially resulted with an etoh value of 5.06 g/l. The sample was automatically repeated, resulting as 5.25 g/l. An erroneous result was reported outside of the laboratory to medical personnel. The doctor did not believe the values since they did not meet the clinical picture of the patient. No adverse events were alleged to have occurred with the patient. The model and serial number of the roche analyzer used were asked for, but not provided. The investigation was unable to find a definitive root cause. Product labeling for the etoh reagent instructs the customer to not use the automatic repeat function for repeating samples.